Event description:
The customer reported that the spo2 value exceeded 100%. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 value exceeded 100%. No pt harm was reported. Philips has not yet verified if this represents a malfunction that would be obvious to users or if it represents a malfunction that could cause risk by preventing effective monitoring. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.